Event description:
The customer stated that the she went to her doctor and got the download report. The caller stated that her bolus wizard is showing high amounts of grams entered in, and large amounts of insulin calculated that she would never eat and take. The blood glucose reading was 94 mg/dl. The caller stated that the bolus wizard is not giving her the correct amount of insulin and the insulin pump is programming large amounts of grams entered on its own. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.